Manufacturer narrative:
Three (3) actual samples were received for evaluation in their original packaging. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. No issues were noted with the packaging of the three returned samples. Ten (10) retention samples were also evaluated. Visual inspection of the retention samples did not identify any abnormalities that could have contributed to the reported condition. The samples were found to have all their components and were in good condition. No damage was noted to the packaging of the retention samples. The reported condition was not verified for the three actual samples or the ten retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the packaging of three (3) surgical gravity sets was damaged. This was noted during inspection before use. There was no patient involvement. No additional information is available.